Event description:
The following has been reported: pump reported not working, unknown issue, biomed did not test pump. Logs evaluated and found errors so opening internal complaint. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve leak failure (valve 4) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. The pump experienced a pump problem alarm. The failure was found to be due to a valve 1 leak and valve 3 leak indicating the valves are defective. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.